Event description:
The facility reports after using the lift to lower the resident to the bed, and once the lift was clear from the resident and bed, the hanger bar assembly detached from the lift and fell to the floor. No injuries were reported. (B) (4).